Manufacturer narrative:
Investigation is not complete. This is a reportable malfunction. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. Photographic images were made. (B)(4) - evidence that product in specification when used, undetermined.

Event description:
Allegedly a peice of the instrument broke off and was left in the patient.